Manufacturer narrative:
(B)(4). The customer returned five units 5-10315 et tube, hvt, 7.5 for investigation. All five units are representative samples. The actual sample was not returned. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. The sample was sent to the manufacturing facility to take precise measurements of the device. Dimensions were taken of the tubes and the connectors. After inspection, it was confirmed that the devices met all specifications. No dimensional issues were found on the tube or the connector to suggest that the connector would disconnect during use. The instructions for use (IFU) for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." The IFU also states "non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "adaptor disconnected from ett/during use" could not be confirmed since the actual sample was not returned. The customer returned five representative samples in place of the actual sample that resulted in the complaint issue. Upon inspection of the tubes, no defects were observed. The returned tubes and connectors were dimensionally inspected and they were all was confirmed to be within specifications. No dimensional issues were found on the tubes or connectors to suggest that the connector would disconnect during use. A DHR review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined without the actual device.

Event description:
Customer complaint alleges that "during patient transports, the 15 mm connector has disconnecting from et tube." It was reported that there was no injury or consequence to the patient.

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. (B)(4) samples were taken from the current production and visually inspected. Issue reported "adaptor disconnected from ett/during use" was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Revision of d005120 rev 01 was performed and the failure mode is already included it. No update is required. Customer complaint cannot be confirmed based on the information received and the above investigation. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges that "during patient transports, the 15 mm connector has disconnecting from et tube." It was reported that there was no injury or consequence to the patient.